Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection with naked eye and microscopy did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and passed successfully. A short simulated therapy was successfully performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connection issue between a transfer set and titanium adapter. This event occurred during use. It was reported they could not establish a connection between the transfer set and titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.